Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 1 year a pacing impedance < 200 ohms was reported. No adverse patient side effects have been reported. The device was explanted.